Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A member of the medical team was reported via phone call on behalf of customer that the customer was in hospital due to unknown reason, on unknown date with unknown blood glucose level. Customer missed their insulin pump training because they was in the hospital. The medical team member was not able to provide the needed information. The devices will not be returned for analysis.